Event description:
A customer reported that a system message displayed prior to surgery. All procedures were canceled after the pt had rec'd peribulbar anesthesia. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the pressure vacuum manifold. The company rep also made adjustments to two pressure regulators. The system was then tested and found to meet product specifications. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).